Event description:
A report was received that the patient had an infection around the lead placement site. The physician believed the infection may be procedure related. Symptoms were redness around the pocket site incision and slow healing. The patient was given a wound care treatment and underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02 serial #: (B)(4), description: precision implantable pulse generator (ipg) model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient had an infection around the lead placement site. The physician believed the infection may be procedure related. Symptoms were redness around the pocket site incision and slow healing. The patient was given a wound care treatment and underwent an explant procedure.

Event description:
A report was received that the patient had an infection around the lead placement site. The physician believed the infection may be procedure related. Symptoms were redness around the pocket site incision and slow healing. The patient was given a wound care treatment and underwent an explant procedure.

Manufacturer narrative:
Additional information was received that the infection has been cleared up.